Event description:
It was reported that the 2.5 x 12 mm xience pro stent delivery system (sds) was advanced to the target lesion without resistance. During the attempt to deploy the stent, the device was pressurized (and held pressure), but the balloon would not inflate. No contrast was observed to be leaking from the balloon or shaft. During retraction of the sds, without resistance, the distal shaft separated. The fractured section was in the very distal part of the guiding catheter (gc). The proximal portion of the sds was removed, but there was concern about the distal shaft slipping out of the gc into the patient; therefore an unspecified balloon was advanced into gc and inflated, holding the shaft in place. The gc was then removed from the patient together with the separated shaft. A new xience pro stent was successfully deployed to treat the target lesion. The patient is fine. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported inflation issue was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint database revealed no other similar incidents reported for detachment of device component or inflation issue from this lot. Based on the reviewed information, no product deficiency was identified. Xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.